Manufacturer narrative:
(B)(6) customer contacted cepheid to discuss patient results. Patient sample was collected on (B)(6) 2022. Sample was tested with xpert xpess cov-2/flu/rsv plus, on (B)(6) 2022 which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was not processed per the pi as customer vortexes specimens rather than rapidly inverting. This result was reported to the physician. Customer is in the process of validating xpert xpress cov-2 plus. Customer is concurrently running xpert xpress cov-2/flu/rsv plus patient samples on xpert xpress cov-2 plus as part of validation. Sample was also tested on xpert xpress cov-2 plus, on (B)(6) 2022 which resulted as sars-cov-2 positive. Sample was not processed per the pi as it was vortexed. Customer also reported using the same pipette to deposit the sample into the xpert xpress cov-2/flu/rsv plus and the xpert xpress cov-2 plus cartridges. This result was not reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was refrigerated in between runs. Sample was not processed per the pi as customer vortexes specimens. This result was reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2 plus which resulted as sars-cov-2 positive. Sample was refrigerated in between runs. Sample was not processed per the pi as customer vortexes specimens. This result was not reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was refrigerated in between runs. Sample was not processed per the pi as customer vortexes specimens. This result was reported to the physician. Customer confirmed the patient was symptomatic for covid-19 at the time of testing. Customer did not report any known death, injury or deterioration in health related to the discrepancy. Review of results show late CT's for the targets which lowers the reproducibility of the assay. No evidence of malfunction. Multiple attempts to contact the customer with no success. The likely root cause is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
(B)(6) customer contacted cepheid to discuss patient results. Patient sample was collected on (B)(6) 2022. Sample was tested with xpert xpess cov-2/flu/rsv plus, on (B)(6)2022 which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was not processed per the pi as customer vortexes specimens rather than rapidly inverting. This result was reported to the physician. Customer is in the process of validating xpert xpress cov-2 plus. Customer is concurrently running xpert xpress cov-2/flu/rsv plus patient samples on xpert xpress cov-2 plus as part of validation. Sample was also tested on xpert xpress cov-2 plus, on (B)(6) 2022 which resulted as sars-cov-2 positive. Sample was not processed per the pi as it was vortexed. Customer also reported using the same pipette to deposit the sample into the xpert xpress cov-2/flu/rsv plus and the xpert xpress cov-2 plus cartridges. This result was not reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was refrigerated in between runs. Sample was not processed per the pi as customer vortexes specimens. This result was reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2 plus which resulted as sars-cov-2 positive. Sample was refrigerated in between runs. Sample was not processed per the pi as customer vortexes specimens. This result was not reported to the physician. Sample was retested on (B)(6) 2022 with xpert xpress cov-2/flu/rsv plus, which resulted as sars-cov-2 negative; flu a negative; flu b negative; rsv negative. Sample was refrigerated in between runs. Sample was not processed per the pi as customer vortexes specimens. This result was reported to the physician. Customer confirmed the patient was symptomatic for covid-19 at the time of testing. Customer did not report any known death, injury or deterioration in health related to the discrepancy.